Event description:
The customer reported that their central nurse's station (cns) experienced a hdd port 1 failure.

Manufacturer narrative:
Complaint details: on 11/09/2020, the customer at (B)(6) medical ctr reported the following issue with pu-681ra; sn (B)(6) , from patient monitoring: cns experienced an hdd port 1 failure. Investigation summary: the cause of the error message is the normal functioning of the device and not a deviation from its intended performance. The central monitor displays the message "hdd [port x] error" or symbol for hard disk error notifying the user of error on the hard disk useful life. Hard drive expected useful life is approximately 20,000 hours of use / two years. Approximate age of the device at the time of malfunction was 2 years. The overall risk of this event, taking into consideration of severity and probability, is "high". Investigation of the reported issue found it to be is the normal functioning of the device and not a deviation from its intended performance.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a hdd port 1 failure. No harm or injury was reported. The customer will be purchasing a new hdd in order to mitigate the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) experienced a hdd port 1 failure.